Event description:
Hcp reported that "pt was not doing well on therapy." Hcp per surgical procedure examined the catheter junction. The pump and distal end of the catheter were replaced. After programming the priming dose the pt went to the recovery room and a few minutes later determined to be too flaccid and did not "come to." The pt was placed on a respirator. The device was explanted but not returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.